Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag: "tf 8912 error displayed. There was no harm to the patient and another vent was obtained for them." Medical intervention was required, and patient was connected to another ventilator. No serious injury or adverse health consequences were reported for any patient.